Event description:
Customer reported that the f-cub's audible alarms did not work. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.